Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the main coil had fractured from the delivery wire at the main coil junction. The delivery wire was kinked. The distal end of the main coil was fractured and was contained within the fractured portion of the returned microcatheter and was unable to be removed. It is probable that the delivery wire kinked due to handling damage during use. It is probable that the main coil became jammed and broken due to the microcatheter. Therefore, an assignable cause of "operational context caused or contributed to the event" will be assigned.

Event description:
Analysis of the returned device found that the coil had broken.